Manufacturer narrative:
Device received with blank display due to cracked case behind the device at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Device functioning properly. Device passed the sleep current measurement, active current measurement self test and displacement test. Device received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on after changing battery. Customer stated that the insulin pump had crack on the back of the pump's body. No harm requiring medical intervention was reported. The device will be returned for analysis.